Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's filter retrieval procedure, the snare portion broke when the physician was trying to pull the filter out. Another filter retrieval set was used to retrieve the filter successfully. It was noted "the snare portion broke but did not separate". A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.